Event description:
It was reported that during a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the patient presented remotely via merlin.net with additional episodes of post paced t-wave over-sensing (pptwos) . The patient was asymptomatic. The implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.